Manufacturer narrative:
This report is submitted on may 21, 2019.

Event description:
It was reported that the electrode array was not positioned correctly in the cochlear, subsequently the patient underwent revision surgery (date not reported) to reposition the electrode array.